Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the top of the I-blade fractured and slightly lifted and the upper jaw detached from the device and returned. The devices was visual inspected under magnification and no pieces were found missing of the I blade. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that the jaw broke off of the enseal device. The piece was recovered and there were no patient consequences reported. The procedure was completed with an alternate like device. The device will be returned.